Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a subclavian vein that was moderately calcified, moderately stenosed. The 12x40mm armada 35 ruptured during the second inflation at 10 atmospheres (atms), both inflation cycles were at 10 atms. During removal the balloon separated in the 6fr sheath. The separated portion was removed without issue, as it remained in the sheath. Another armada 35 same size was used to continue the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed; however, the reported separation/break could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context; however, a conclusive cause for the reported separation/break could not be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.b5 - describe event or problem updated. H6: device code 1562 removed and 1069 added.

Event description:
Subsquently, after the initial was filed device return analysis confirmed that the device was not separated. It was noted that the armada 35 was noted to break during removal in the 6fr sheath; however, not into two pieces. No additional information was provided.